Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a faulty mixing motor, buffer solenoid valve, and dilution pot. The fse replaced the mixing motor, buffer solenoid valve, and dilution pot which resolved the issue. No patient demographics were provided. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneously high ise (ion selective electrode) results for multiple patients on their au5800 analyzer. The erroneous patient results were reported out of the laboratory; however, there was no change to patient treatment in association with this event. The customer stated qc (quality control) was within the laboratory's established specifications prior to and after the event. The customer stated that one-hundred (100) patients were affected by the issue. The customer only provided examples of data for two (2) patients.